Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated, and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device neuro-tip was bent/damaged and cosmetically worn. The assignable root cause was determined to be due to maintenance deficiency. UDI: (B)(4).

Event description:
It was reported from service and repair that the neuro-tip of the craniotome device was bent/damaged and the device was cosmetically worn. It was further determined that the device failed pretest for visual assessment. It was noted in the service order that the bearings rattled. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.